Event description:
Customer reports that while suturing the proximal anastomosis during a coronary aterty bypass procedure, the suture began to fray. This occurred several times during the procedure. There are no reported adverse consequences to the patient related to this event.